Event description:
Information received by medtronic indicated that the insulin pump had damaged at lost and broken retainer ring. Customer stated that reservoir was able to lock in place. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.